Event description:
Routine pacemaker remote follow up found premature battery drain. Device was under hydrogen premature battery drain. Plan is to continue checking device every 91 days via remote and call bsc tech support with battery longevity projection. Will wait to do generator change since patient is not dependent on device. Manufacturer response for pacemaker, accolade el l321 (per site reporter). Replace generator or continue with 91 day remote monitoring and call bsc tech support for battery longevity.